Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged potential false positive results for patient samples using the cobas® sars-cov-2/influenza a/b assay when compared to competitor eua assays. Data analysis identified nine (8) positive sars-cov-2 positive results. Two patient samples showed strong pcr growth curves and considered to be true sars-cov-2 positive results. The remaining six (6) other patient samples are indicative of samples at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. The customer reported that some patient samples were recollected, retested, using the initail collection, and/or repeat tested on competitor eua platforms. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Patient sample was collected using the copan utm 305c collection kit. The results were reported out to the patients and/or personnel treating the patients. The customer confirmed there was no allegation of harm to the patients. The investigation to assess the customer allegation has not yet been completed. Six (6) mdrs will be filed one for each patient as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).